Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 5.2 mmol versus 3.6 mmol meter to lab. Tests were done within 10 minutes with a difference of 1.6 mmol. Pt did not experience any adverse events. No further info has been reported.